Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy with bso. It was reported the surgeon was using the tsw35 endocutter in transecting the lateral tissue. The rep observed the scrub nurse reloading the third reload, (fourth firing) to get ready for surgeon to enter trocar. The approximation of white handle would not work properly. Re checked the reload alignment and it still would not work. Another tsw35 was opened to complete the case. There was no consequence to the pt.